Manufacturer narrative:
The received device had the cannula assembly deployed. The soft cannula was also found damaged and leaking, although, it cannot be conclusively determined when or how this damage occurred. Significant damage was found to most of the internal components of the pod, resulting in fluid leakage and corrosion and rust on the internal components. Large cracks were found in the top housing to show that internal damage was caused by physical damage to the pod after use. As a result, the device could not be downloaded successfully, and an assessment of the device's functionality during runtime could not be completed. The bottom and middle batteries were also found depleted and insufficient to power the device. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 260 mg/dl while wearing the pod between 36 and 48 hours on the back.